Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the during routine check the display of cardiosave intra-aortic balloon pump (iabp) was flickering. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. After checking, it turned out that the display was flickering intermittently. Suspected issue with upper display pcb. The fse replaced the upper side display board with a new one. Checked all functions of the machine, machine found working ok.